Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer who reported that downloader/recharger (drc-61941) is overheating multiple analyzers and has warped two rechargeable batteries. There were no reports of visible smoke, fire, and no injuries associated with this event. The product and batteries were replaced at no charge and returned for investigation along with its cable and power supply. The customer returned two rechargeable batteries which showed dents and slight bulge which the customer referred to as warping. There was no indication of burning or melted material. On 03/07/2017 the investigation was completed and the cause was determined to be the faulty q1 transistor on the daughter board in which the product could have failed safe. However, post review of the investigation report had identified a typographic error in that the q1 transistor failed on the location of the main board instead of the daughter board. Which in turn questions if the product would have failed have failed safe. This investigation was corrected and completed on 03/22/2017. An exception report (B)(4) was previously initiated internally to further investigate and determine root cause. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-2012: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.